Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a follow up. Device interrogation showed atrial lead noise. No device intervention was reported but programming changes were discussed. The patient was stable throughout.